Event description:
At the (B)(6) medical center, we use the medtronic act - automated coagulation timer-plus machine. In (B)(6) 2010, our poct coordinator discovered that the 8 hours qc was inconsistent, sometimes it worked and sometimes it didn't. She called the technical specialist at medtronic to alert them of the problem. The medtronic specialist tested and confirmed our findings. It has been 7 months since they were alerted without any action to resolve this issue. This problem affects pt safety. We have alerted our end users to double check that the qc is done every 8 hrs regardless of the qc lockout.